Event description:
It was reported that a patient underwent a revision surgery to remove a mobi-c implant. No further surgical or patient information was provided.

Manufacturer narrative:
Corrections to a1, b2, b5, b6, b7, d1, d2 (common device name), d4 (UDI number), d10, e1, e2, e3, e4, g3, g5 (PMA/510k), h3, h6 (patient and device codes). Additional information: h6 (results and conclusion codes). The device was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Product location unknown.

Event description:
Mobi-c p&f us : revision surgery. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose, device removal. No more information was provided. Additional information was requested. Investigation still in progress.